Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 30 january 2017. The representative reported that the keyboard had no visible damages and that the number 3 key had slight sticking issues. To resolve the reported issue, the representative replaced the keyboard. The imaging system then passed the system checkout and was found to be fully functional. The suspect keyboard has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the number 3 button on the keyboard of the viewing station of the imaging system was not functioning. No additional information was provided. There was no patient present when this issue was identified.